Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on (B)(6) 2018 the patient presented in clinic for follow-up with their pacemaker in backup vvi. In addition, the patient experienced muscle stimulation. The device was successfully restored and the patient would continue to be monitored.